Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit and the touch screen was shattered and unresponsive. There was no known impact to the customer's blood glucose. Reportedly, the customer did not have an alternate method of insulin delivery available. Although tandem technical support offered to follow up to ensure that insulin therapy would be obtained, the customer declined.